Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water. The reported ventilator has been investigated on site by our field service engineers (fse). It was found that the air gas module was full of water. Therefore, it has been replaced to resolve the reported issue. The replaced air gas module has been returned for investigation. Visual inspection confirm the ingress of water inside the filter chamber of the returned gas module. No further investigation is needed as according to our fse the water source was from a connected compressor that has a defective drainage valve. The reason for the drainage valve has not been established in this complaint.

Event description:
Manufacturer's ref.#: (B)(4).